Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the microscope head was loose on several occasions. A company representative tightened the screws and this resolved the issue. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was confirmed that the bottom plate of the stand had loose screws. The company representative tightened the screws and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 28, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a loose bottom plate on the stand. However, how the screws became loose is inconclusive. (B)(4).